Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. The balloon was subjected to positive pressure and was returned in a deflated state. Contrast media was contained within the balloon. No kinks or damages on the hypotube shaft and shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic inspection of the blades was conducted. The first blade showed the distal blade segment was detached however the pad was intact. The second blade was missing 2mm of the proximal edge and 2mm of the distal edge of the proximal blade segment; the pad was intact. The third and fourth blades showed no damage; the blades and pads were fully bonded on the balloon. No issues were with the tip or markerbands was noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the balloon was damaged. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon was already inflated when it was removed from the balloon protector. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed blade detachment.